Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Reserved samples were examined, and no deviations were found. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: we have received particulate matter results back from our vendor, photometrics. Upon evaluation, it is to be notated that protein, skin flake was found embedded within an apex 250 ml bag. Description when particulate matter is found during aql inspection, it must be sent offsite for identification at photometrics. Upon receipt of the particulate matter identification on jul 18, 2025, a scar was initiated due to protein, skin flake particulate located embedded in the bag.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.